Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement. Several attempts were made to get further information from the customer, however the only information that the facility would provide was that all units currently in use at the hospital are affected. The facility has not displayed willingness to provide any other additional information. No further follow up is possible. As a result of secondary efforts conducted in relation to a retrospective review originally complete on january 13, 2016, it was discovered that three additional sorin heater-cooler system 3t units ((B)(4)) were included in the service document, in addition to the serial number in this report ((B)(4)). Three new initial reports (medwatch report numbers 9611109-2016-00243, 9611109-2016-00244 and 9611109-2016-00245) have been submitted to document the additonal serial numbers. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As an investigation could not be performed and no further information about the event was provided by the customer, a root cause could not be identified. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Manufacturer narrative:
There is no known patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement.